Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07aug2019. The manufacturer's remote technical support recommended that the ventilator's central processing unit be replaced and provided options for replacement parts. Customer to replaced cpu and provided options for replacement parts. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit's screen voltage and board hours information was incorrect. There was no patient involvement.